Event description:
It was reported that during an ilet supply change the user damaged the inset infusion set adhesive, refilled and reprimed the tubing, and then encountered a fill cannula alarm that was resolved after being guided to properly complete the fill cannula step; blood glucose was 220 mg/dl associated with eating and prolonged supply change. Customer care provided support that included remote walkthrough of priming, confirmation of visible drops, and repeat fill cannula procedure. Investigation of this case revealed an incomplete fill cannula step during the initial supply change that led to the alarm and hyperglycemia, with no device malfunction identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included on-call troubleshooting and completion of the supply change without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user error during the supply change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.